Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted section d6b: if explanted, give date: not applicable, as lens was not implanted, then not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted, was removed, due to bent/broken haptic and then back-up lens was implanted . There was patient contact. Procedure successfully completed with back-up iol. No other information was provided.

Manufacturer narrative:
Upon further review it was noted that device manufacture date indicated in section h4, submitted in the initial report was incorrect. The correct device manufacture date is apr. 2, 2022. Field below is updated. This report is submitted to correct device manufacture date information. Section h4: device manufacture date: apr. 2, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.